Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not pace. It was reported that the patient died. Additional information has been requested.

Manufacturer narrative:
A philips field service engineer evaluated the device. The device passed all performance verification tests, with no errors noted. A philips clinician evaluated the ECG strips and case events files related to the event. All times noted are elapsed time from the time the device was turned on. Leads were placed, lead ii was selected, and ¿learning rhythm¿ was noted 00:01:28 elapsed time (et). A waveform indicating ventricular fibrillation was displayed. ECG noisy signal¿ was noted and a disorganized ECG waveform was displayed at 00:02:25 a "12 lead acquired¿ message was noted 00:03:16. ¿leads off¿ then ¿leads on¿ was noted ,leads were changed to iii and an ECG waveform displaying 2nd degree av block was displayed at 00:04:34. Leads were off from 04:34:00 until 00:07:15, when leads were placed with lead iii selected. Multiple lead changes were noted, from ii to iii and back again, from 00:10:34 to 00:13:05, with multiple awrr low alarm and etco2 alarms. The device was placed in pacer mode at 00:28:14, followed by etco2 low, spo2 low, awrr low, and extreme brady alarms. Alarms were paused and the device noted ¿learning rhythm¿ at 00:30:20. Leads were changed to lead ii and the device was placed in pacer mode again. The ECG displayed a bradycardic waveform at 00:32:08 pacing was started at 00:33:02 and continued until 00:35:35, when ¿leads off¿ was noted. ¿pacer stop¿ was noted at 00:35:37. An "apnea alarm¿ and an ¿asystole alarm¿ were noted at 00:36:15. Pacing was resumed at 00:36:48 then stopped again at 00:38:57. Leads were taken off and the ECG was unplugged at 6:25:27 pm with 00:41:05 time elapsed. No error messages were displayed throughout the event. No additional information related to the event was provided to philips by the customer. The device was functioning as intended. The customer's report of an inability to capture pacing is most likely related to the device's default pacing setting. There is no evidence that "resume fixed pacing" was selected. When the "resume fixed pacing" setting is selected, fixed pacing can begin when demand pacing is lost. The device remains in service at the customer site. There is no indication of a systemic problem; no further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device did not pace. It was reported that the patient died.